Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. Currently, the aneurysm is 6cm. It was reported approximately 72 month post stent graft implantation, the CT demonstrated stent graft migration with evidence of a type 1 endoleak. The cause of the migration can be contributed to the expansion of the aneurysm, disease progression resulting in expansion of the aortic neck and changing of the aortic neck angulation from 15 degrees to 45 degrees. The physician elected to implant four aneurx aortic cuffs implanted. The patient was reported to be fine and no additional clinical sequela have been reported .